Event description:
Left primary triathlon knee originally implanted (B)(6) 2006 with size 4 cr femur, 3 tibial baseplate, 3x13 x3 cr poly, 29 asymmetric x3 patella. Patient revised due to instability on (B)(6) 2011 to 3x19 x3 cr poly - only poly revised. 2nd revision due to instability on (B)(6) 2014 to size 3 ps femur and 3x19 x3 ps poly. This report is related to 2nd revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Manufacturing date corrected. An event regarding instability leading to a second revision surgery involving a triathlon insert component was reported. The event was confirmed. Device evaluation not performed as no product was returned for evaluation. Medical records received and evaluation indicated that. There is no evidence that the two revision surgeries for persistent instability of the left total knee arthroplasty were the result of factors of faulty prosthetic design, manufacturing, or material. Device history review was satisfactory. Complaint history review confirmed that there were no other similar events reported for the lot. Medical review of this case concluded that there is no evidence that the two revision surgeries for persistent instability of the left total knee arthroplasty were the result of factors of faulty prosthetic design, manufacturing, or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Left primary triathlon knee originally implanted 1(B)(6) 2006 with size 4 cr femur, 3 tibial baseplate, 3x13 x3 cr poly, 29 asymmetric x3 patella. Patient revised due to instability on (B)(6) 2011 to 3x19 x3 cr poly - only poly revised. 2nd revision due to instability on (B)(6) 2014 to size 3 ps femur and 3x19 x3 ps poly. This report is related to 2nd revision.